Event description:
It was stated that tube had been in patient for awhile and in attempting to change tube, the balloon would not deflate. Fluid cannot be drained from balloon. Device not changed until a problem begins to occur. Patient to be taken to hosptial to removed tube.